Manufacturer narrative:
Cine images were submitted to edwards for review; echo was not provided. The imaging provided was reviewed by an edwards physician proctor. Observations: - images submitted appear to be from a cell phone video camera. - screening data available. - severe aortic valve and leaflet calcification, non-calcified stj, no porcelain aorta, mac is present. - a spot of calcium at the origin of the rca is noted. - small sov 24x28 and low left main height are noted. - rupture at the level of the stj is visible after lm stent deployment but no specific details can be determined. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, a combination of patient and procedural factors [ slow recovery of adequate ventricular flow post valve deployment likely worsened by the left main occlusion, bulky and heavily calcified native valve/leaflets; less than optimal coaxial alignment of the delivery system and valve] caused or contributed to the central aortic insufficiency. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, a combination of patient and procedural factors [bulky and heavily calcified native valve/leaflets; significant valve oversizing >4mm; minimal distance between the native annulus and the coronary ostia; a small sinus of valsalva (24x28mm) caused or contributed to the left main occlusion. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. In this case, a combination of patient and procedural factors [bulky and heavily calcified native valve/leaflets; significant valve oversizing >4mm] caused or contributed to the annular dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the edwards field clinical specialist, during the tavr procedure the left main was occluded, there was central aortic insufficiency post valve deployment and an aortic dissection was confirmed. This patient expired. Per report, ¿due to concerns of low left main height 8.3 mm, a jl4 guiding catheter was inserted, and a coronary angioplasty balloon was placed over a 0.014" interventional wire into the lad. Patient was hemodynamically stable pre-procedure, and during bav. Bav was performed without incident, and the patient recovered well from the rapid pacing run. The valve was deployed without incident. Rapid pacing run decreased systolic pressure to 45/. Prior to rapid pacing, patient's systolic pressure was 114/. Immediately post valve deployment, tee revealed no pvl, although a moderate amount of aortic insufficiency was noted. Poor flow to the left main was noted on tee. The patient became immediately hypotensive; systolic 40/. Vasopressors were administered. CPR was performed. Severe lv dysfunction was noted on tee. St changes were seen on EKG, and the patient had several runs of ventricular tachycardia, with subsequent shocks (360j) which converted the patient back to sinus rhythm. Amiodarone was administered by anesthesia. The physician was concerned that the left main was occluded, and inflated the angioplasty balloon into the ostial left main. The balloon was removed, epinephrine was administer ic, and a coronary stent (unsure if bms or des) was placed. Tee revealed no malfunction with the sapien valve, however, lv dysfunction and hypotension were slightly improved, but still evident. The patient quickly declined hemodynamically, and sbp was noted 35/, heart rate 114. After ostial left main stent placement, a root angiogram was performed. Contrast was noted leaking into the mediastinum. Patient remained hemodynamically unstable. The physician stated "there is bleeding, and it's not from the apex." He was unable, at that time, to ascertain where the bleeding was coming from. The patient was placed onto cardiopulmonary bypass, and the patient was converted to an open surgical procedure. The physician noted bleeding from the left main to the non coronary cusp. The sapien valve was explanted, and the family was notified. A surgical valve and repair were being performed, during which time the family made the decision to halt the procedure. The patient was pronounced dead on the surgical table." The aortic dissection was attributed to heavily calcified leaflets in a narrow sov. Per medical records received, there was a tear just at the sinotubular junction, which was extending from the non coronary sinus towards the left coronary sinus and into the left main coronary artery. The prosthetic valve had been implanted in good position, but it was pushing the left coronary cusp against the aortic wall and seemed to be occluding the flow into the left main coronary. Upon further examination, the annulus was found ruptured.